Event description:
It was reported that the customer's insulin pump was giving out a high-pitched alarm with no actual alert, and the buttons on the pump were completely unresponsive. The customer's blood glucose was 8.4 mmol/l. Leading up to the alarm tone, the customer had received a low battery alarm, changed the battery and at that point everything seemed fine. The customer was advised to remove the battery for five minutes and insert a new one. When this did not resolve the constant tone, he was instructed to remove the battery for two hours. After two hours and a battery change, the customer stated that normal function was not restored and was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a blank display and a constant tone due to moisture damage on the electronics. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.